Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). During the course of the procedure, the patient became hypotensive with systolic pressure in the 70s. The procedure was successfully completed, and the patient transferred to recovery. During recovery, the blood pressure of the patient continued to drop with systolic pressure in the 50s. A transthoracic echocardiogram (tte) identified a small, global pericardial effusion measuring 1-2cm. A pericardiocentesis was performed, 120cc of fluid was drained, and the blood pressure of the patient stabilized. The drain remained in place and the patient stayed overnight for observation and was discharged the following day.